Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with creatinine plus ver.2 (crep2) assay on a cobas pro c503 analytical unit (cobas pro 2) when compared to a different cobas pro analytical unit (cobas pro 3). Initial result: 266 umol/l. This result was reported outside the laboratory. The sample was then repeated. 1st repeat result: 93.8 umol/l (tested on cobas pro 2). 2nd repeat result: 95.9 umol/l (tested on cobas pro 3). The customer rounded up the repeat result of 95.9 umol/l to 96 umol/l. Reportedly, an amended report with the crep2 value of 96 umol/l was reported to the physician.

Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The calibration was last performed on 19-sep-2024 and it was acceptable. Qc within the assigned ranges on the day of the event. The lamp replacement was last replaced on 15-sep-2024 and the cell blank was last exchanged on 18-sep-2024. The investigation is ongoing.

Manufacturer narrative:
Based on the analysis of the provided data, a hardware issue was excluded. A general reagent issue was also excluded since the qc and the calibration showed no abnormalities. The analyzer log showed multiple aspiration alarms which is an indicator of poor sample quality. The customer does not fill the patient sample tubes to the correct level leading to an incorrect blood-to-additive ratio. The provided image of the patient sample showed the gel layer was not separated properly and the gel was slightly cracked. This is an indicator of prolonged centrifugation and/or high centrifugation speed. The sample foam detection images showed some samples had white particles and clots floating in the upper layer of the patient samples. The investigation determined the event was consistent with a preanalytic issue at the customer site (poor sample quality). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.